Event description:
Reportedly, a message indicating 'no communication' was displayed during the pairing attempt, after entering the pacemaker serial number. Sim card repositioning and attempts at several locations did not solve the issue, so the smartview connect was replaced, which allowed proper pairing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a message indicating 'no communication' was displayed during the pairing attempt, after entering the pacemaker serial number. Sim card repositioning and attempts at several locations did not solve the issue, so the smartview connect was replaced, which allowed proper pairing.